Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display after replacing the pump battery then the customer experienced a crack on her pump. The customer reported no adverse event. The event involved product(s) mmt-1780kr. Troubleshooting was performed for the replace battery alert, and the customer reported that this was the second occurrence of the replace battery alert, replace battery alarm, or off no power without a low battery warning. Troubleshooting was partially performed for display issues. Troubleshooting was performed for the damage. The customer reported that a crack at the battery compartment, and the customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1780kr was requested and customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit was downloaded successfully using thus software. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2025 10:44:00.000, (B)(6) 2025 06:55:00.000, (B)(6) 2024 11:20:00.000 and on (B)(6) 2024 08:35:00.000-hour low battery alerts were recorded. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No blank display noted during testing. Performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Unit received with the following cosmetic damages: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube), battery tube threads - cracked and cracked case-corner of belt clip rails were noted. In conclusion, customer concern was not confirmed of low battery alert. Unit was tested successfully. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.